Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high short interval counts (sic), noise, and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and was analyzed. The proximal conductor of the lead and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).